Manufacturer narrative:
The reported issue that when the device was attempted to turn on in user mode, the error code 354.6770 was obtained could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris syringe module is typically used for treatment. The file may be closed based on the above facts. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 17dec2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The customer stated that there was no patient involvement.

Event description:
It was reported that when the device was attempted to turn on in user mode, error: 354.6770 was obtained. The pressure senor was reseated and the device was turned on in service mode and the error persisted. The pressure sensor was replaced and calibration, accuracy test, preventative maintenance test were performed and the device passed all tests. There was no patient involvement. Per customer, no further information will be provided.

Manufacturer narrative:
The reported issue that when the device was attempted to turn on in user mode, the error code 354.6770 was obtained could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris syringe module is typically used for treatment. The file may be closed based on the above facts. A review of the complaint history for sn (B)(4) was performed in trackwise which confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of (B)(6) 2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
It was reported that when the device was attempted to turn on in user mode, error: 354.6770 was obtained. The pressure senor was reseated and the device was turned on in service mode and the error persisted. The pressure sensor was replaced and calibration, accuracy test, preventative maintenance test were performed and the device passed all tests. There was no patient involvement. Per customer, no further information will be provided.